Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict serum calibrator ln 08p69-09, lot number unknown) results. The ict serum calibrator used to analysis of electrolytes on alinity c processing module. Trending review determined no trends for falsely elevated sodium results for the product. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. Samples when repeated on another analyzer generated normal results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the ict serum calibrator, lot number unknown, was identified.

Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for one patient. The results provided were: patient 1: sodium initial= 166 mmol/l/repeated=140 mmol/l laboratory reference range for sodium=137 to 145 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for one patient. The results provided were: patient 1: sodium initial= 166 mmol/l/repeated=140 mmol/l laboratory reference range for sodium=137 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.